Manufacturer narrative:
Pending device evaluation. A follow up report will be submitted.

Event description:
Female patient 2 weeks post treatment date developed abscesses on each underarm. The doctor treated them with antibiotics and anti-inflammatory which improved the patient's condition. The patient's abscesses have fully resolved.